Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. The unit has wire kink and coil damage, as part of overall visual revision. The unit returned matches with the upn provided by the customer. Visual inspection was performed and the device presented distal tip damaged (spring tip kinked and stretched). It also presented several kinks along the body. At approximately 20.0cm from the distal tip, there was a foreign material, which seemed to be solidified body fluids that wraps the body in an approximately 1.1cm area. All the outer diameter (ods) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-03120, 2134265-2015-03092, 2134265-2015-03093, 2134265-2015-03099. It was reported that guide wire entrapment occurred. The target lesion was located in the brachiocephalic vein. After a 035/180 magic torque guide wire crossed the lesion, a non bsc angiographic catheter was advanced over the guide wire. Then an 8.0 x60, 75cm gladiator balloon catheter was advanced however, it became stuck on the wire. The balloon catheter and the guide wire were removed from the patient. The 035/180 magic torque guide wire was re-advanced to the lesion followed by a non bsc angiographic catheter, which was advanced over the wire with ease. Then an 8.0 x80, 75cm gladiator balloon catheter was advanced over the 035/180 magic torque guide wire however the device also became stuck on the wire. Another 035/260 magic torque guide wire was placed in the lesion. The physician tried to advance a 5.0 x80, 75cm gladiator balloon catheter but the device was also stuck on the wire and a little extravasation of dye was noted outside the vessel. Both the 035/260 magic torque guide wire and the 5.0 x80, 75cm gladiator balloon catheter were removed. The physician used a v-18 guide wire and a sterling balloon catheter with a very low profile system and completed the procedure with no problem. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID 2134265-2015-03120, 2134265-2015-03092, 2134265-2015-03093, 2134265-2015-03099. It was reported that guide wire entrapment occurred. The target lesion was located in the brachiocephalic vein. After a 035/180 magic torque¿ guide wire crossed the lesion, a non bsc angiographic catheter was advanced over the guide wire. Then an 8.0 x60, 75cm gladiator¿ balloon catheter was advanced however, it became stuck on the wire. The balloon catheter and the guide wire were removed from the patient. The 035/180 magic torque¿ guide wire was re-advanced to the lesion followed by a non bsc angiographic catheter, which was advanced over the wire with ease. Then an 8.0 x80, 75cm gladiator¿ balloon catheter was advanced over the 035/180 magic torque¿ guide wire however the device also became stuck on the wire. Another 035/260 magic torque¿ guide wire was placed in the lesion. The physician tried to advance a 5.0 x80, 75cm gladiator¿ balloon catheter but the device was also stuck on the wire and a little extravasation of dye was noted outside the vessel. Both the 035/260 magic torque¿ guide wire and the 5.0 x80, 75cm gladiator¿ balloon catheter were removed. The physician used a v-18 guide wire and a sterling balloon catheter with a very low profile system and completed the procedure with no problem. No patient complications were reported and the patient¿s status was fine.